Manufacturer narrative:
The device was returned and evaluated. It was confirmed that the microtip needle had separated from the rest of the handpiece. The fracture site did not immediately indicate a specific cause for the failure. Testing and disassembly of the device did not reveal any further anomalies or defects

Event description:
During a procedure with the tenex system, a portion of the microtip needle separated from the rest of the hand piece and protruded from the incision site. It was retrieved. The procedure was completed. There were no patient complications.